Manufacturer narrative:
Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime test due to faulty fsr (gold). Unable to perform occlusion test and excessive no delivery test due to prime anomaly.

Event description:
The customer reported via social media that the customer received the so many hypoglycemia event. The customer¿s blood glucose level was unknown. The device will not be returned for the analysis.